Event description:
Reporter indicated a vns diagnostics test resulted in a dcdc code of 7. The pt is asymptomatic. The exact diagnostics test performed is unk. The reporter was advised to disable the vns. X-rays were reviewed by the MFR and did not reveal any obvious lead anomalies. However, it could not be confirmed if the lead pin was fully inserted into the generator header due to the film angle. Attempts for further info are in progress.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead anomalies visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.